Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2024137, d.4. Medical device expiration date: 31-dec-2026, h.4. Device manufacture date: 24-jan-2022. D.4. Medical device lot #: 2025238, d.4. Medical device expiration date: 31-dec-2026, h.4. Device manufacture date: 25-jan-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles from lots 2024137 and 2025238 were blocked during the vaccinations. The following information was provided by the initial reporter: "as per account, xxx has been experiencing a lot of issues with the bd 1¿ 25g needles... I have been reporting these issues directly to bd and have not included medline until this point. The issue have been ongoing since october but because many lots were having issues, we did not feel removing any specific lot was appropriate until now as some are bigger offenders than others... For awareness: the issue is the needles are blocked / clogged, can not draw up or expel the medication, in some cases there is resistance and when the nurse goes to vaccinate the client, they are not able to advance the plunger due to the blockage. In an investigation report bd has stated it can be traced to a manufacturing issue where the needle lubrication is not applied correctly. They also stated that fixes were put in place in (B)(6) 2022. Since (B)(6) we have received over 90 reports, most indicating multiple issue with these needles, for example over the past week we had reports identifying they had 117 needles, 48 needles and 43 needles with this defect in a week in single reports."

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles from lots 2024137 and 2025238 were blocked during the vaccinations. The following information was provided by the initial reporter: "as per account, xxx has been experiencing a lot of issues with the bd 1¿ 25g needles... I have been reporting these issues directly to bd and have not included medline until this point. The issue have been ongoing since october but because many lots were having issues, we did not feel removing any specific lot was appropriate until now as some are bigger offenders than others... For awareness: the issue is the needles are blocked / clogged, can not draw up or expel the medication, in some cases there is resistance and when the nurse goes to vaccinate the client, they are not able to advance the plunger due to the blockage. In an investigation report bd has stated it can be traced to a manufacturing issue where the needle lubrication is not applied correctly. They also stated that fixes were put in place in (B)(6) 2022 and (B)(6) 2022. Since october we have received over 90 reports, most indicating multiple issue with these needles, for example over the past week we had reports identifying they had 117 needles, 48 needles and 43 needles with this defect in a week in single reports."

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. To aid in the investigation, a device history review was conducted for batch numbers 2024137 and 2025238. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, one lot from 2025238 was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.